Manufacturer narrative:
(B)(4). The unique device identifier (UDI), expiration date and date of manufacture are reported as unknown because it could not be confirmed which of three clips experienced the slda; therefore, the information is reported as follows: lot number: 60801u115, 60801u170, date of manufacture: 08/01/2016, expiration date: 08/01/2017. (B)(4). Lot number: 60712u207, date of manufacture: 07/13/2016, expiration date: 07/13/2017. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the large prolapse and flail. Worsening mr appears to be a result of patient/procedural conditions and dyspnea was likely a symptom/secondary effect of the worsened mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient was in a wheelchair and very ill. Three clips were implanted, reducing the mr to 2. On (B)(6) 2017, the patient presented to his physician with shortness of breath; however, was no longer in a wheelchair due to great improvement from the first mitraclip procedure. An echocardiogram was performed. It was believed that the medial clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda), but this was difficult to confirm. The mr had increased to 4. As the patients condition had improved from the first procedure, surgical intervention is planned. The patient remains stable at home. No additional information was provided.